Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -14.00/+1.0/107 (sphere/cylinder/axis), in the patients rightt eye (od), on (B)(6) 2020. The lens was reported as having low vaulting, with lens rotation and blurred vision. The lens remained implanted. The cause of the event was do to the lens rotation. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
H3: device evaluation not required. B5 statement corrected to: the reporter indicated the surgeon implanted a 12.6mm vticm5 12.6 implantable collamer lens; -14.00/+1.0/107 (sphere/cylinder/axis) in the patient's right eye (od) on (B)(6) 2020. The lens was reporter having low vaulting with lens rotation and blurred vision. On (B)(6) 2020, the lens was repositioned; and the issue was not resolved. On (B)(6) 2021; the lens was exchanged for a longer length and the problem was resolved. The cause of the event was stated to be unknown: icl 80 degree rotation from horizontal to vertical. Claim: (B)(4).

Manufacturer narrative:
D9: lens returned (B)(6) 2021. B5: lens exchanged on (B)(6) 2021 for a longer lenth lens and problem was resolved. Claim# (B)(4).